Manufacturer narrative:
The reported events of postponed high voltage lead impedance measurements, decreased longevity and high output mode was confirmed. Based on the information provided, it was found that when the device runs the autocapture threshold search, it receives too many tachy r-waves, which forces the device into high output mode as the search fails. This cycle repeats every two minutes, and when the search is ongoing the impedance measurements are postponed. The high output mode events result in longevity decreasing. The device is performing per design.

Event description:
It was reported, the autocapture was in high output mode on the device despite a low threshold. Additionally, it was reported the high voltage lead impedance was not measured as expected. Technical support was contacted and advised an in clinic follow up for further investigation. No intervention has been performed at this time. The patient was stable.